Event description:
It was reported that during a gastric bypass roux-en-y procedure, the white tissue pad fell off. It is unk if the pad fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.